Event description:
It was reported that the device was not working. No known patient impact.

Manufacturer narrative:
H3: analysis found that the indigo handpiece was received in good cosmetic condition. An incoming test was performed at 60000rpm. After 1 minute the temperature was already 130f at t1 and 133f at t2. The motor is worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.